Event description:
During the surgery, surgical staff heard the battery of the disposable laparoscopic suction-irrigator go off on its own without anybody touching it or pushing the red/blue buttons. Then smoke was seen rising from the red/blue buttons.